Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while on vacation the patient¿s ilet pump powered off due to a depleted battery and the patient did not have the charger, resulting in interruption of insulin delivery until the charger arrived and the pump was reconnected with insulin delivery resumed. Symptoms included hyperglycemia with sensor readings reported as ¿high¿ for about 12 hours and sweating; the patient later reported a glucose of 355 mg/dl trending downward. Outcomes included self-management at home without medical intervention, without hospitalization, and without assistance. Investigation included troubleshooting and education on reconnection timing after outside insulin, verification that no outside insulin was taken within two hours before reconnection, and confirmation of downward glucose trend after resuming pump therapy. Investigation of this case revealed user-dependent interruption related to a depleted battery and lack of charger, with no device alerts during the off-pump period and no device malfunction once powered and reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user management of power availability and reconnection timing.